Event description:
Additional information received reported that the device depletion was quicker than normal due to a short circuit. Revision of the extension took place on (B)(6) 2012. All impedances came back within the normal range.

Event description:
Additional information was received and it was reported that the patient had to recharge frequently due to a possible short. The manufacturer representative reported that the patient is getting shocked down their left arm. The patient was seen in the clinic on (B)(6) at which time the device was reprogrammed. The neurosurgeon considered revision surgery for (B)(6).

Event description:
It was reported had a revision due to high impedances. The details of the revision were not reported. Following the revision, the patient's device showed low impedance readings of <(><<)>58 ohms on combination 9 <(>&<)> 10. All other readings were within normal limits. The device was programmed around these electrodes, and the patient was receiving effective stimulation and good tremor control. The patient was returning to their health care provider for assessment. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional review determined that prior to revision the patient was at c+ 8-. The patient experienced a burning sensation above the collar bone right above the incision, similar to the surge of energy felt when turning the device off then back on.

Manufacturer narrative:
(B)(4). Analysis of the extension serial# (B)(4) found no anomaly.

Manufacturer narrative:
Implanted: product ID 37642 lot#, serial# (B)(4), explanted: product typ programmer, patient product ID 37 085-60 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension product ID 37085-60 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension product ID 3387s-40 lot#, (B)(4) serial#, implanted: 2010 (B)(6), explanted: product typ lead product ID 3387s-40, lot#, (B)(4) serial# implanted: 2010 (B)(6), explanted: product typ lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.